Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which confirmed via chest x ray. This ra lead was explanted using a laser sheath due to binding and replaced with the same model. No additional adverse patient effects were reported.